Event description:
A patient reported they were in a car accident (B)(6) 2015, since the accident the patient has had neck pain and headaches. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the healthcare provider indicated that there was no issue with the device. It was noted that the patient consulted with their neurologist as they have a history of headaches and were involved in a car accident. The neck pain and headaches were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.